Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 laser fiber was returned in one piece with tip degraded. The fiber measured approximately 312 cm from the top of the connector to the distal tip. Exposed glass portion of the distal tip measured approximately 3 mm and was consistent with a normal degradation. Fibers are consumable and meant to degrade. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber was broken within the sma connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
A flexiva 200 laser fiber was investigated by boston scientific corporation on (B)(6) 2019. Per results of the investigation, the laser fiber was returned broken within sma connector and fiber tip degraded. See section h10 for full investigation results.